Manufacturer narrative:
As of the date of this report, the access port kit has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer observed an air leak from the access port kit. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to replace the access port kit if possible. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue caused a rapid loss of insufflation. The customer did not replace the access port kit due to the insufflation loss stopped after some time. The procedure was completed with the original configuration.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative and the isi field service engineer and obtained the following information: the rapid loss of insufflation did not cause an injury to the patient and there was no collision between instrument and tissue. There was no unexpected bleeding due to this issue. The probable root cause is attributed to improper customer setup. Based on technical support engineer notes, the issue was due to a leak point in the access port or a defective access port.